Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter got stuck when the balloon deflated, it deflated horizontally. The urologist had to send the patient to hospital to have device removed. They did imaging and was sent to rochester. Health advocate said that they called bd to report this either (B)(6). Customer care was the team that they spoke to but could not find anything in the system submitted as a complaint. On (B)(6) 2024, sent to emergency room same day and then sent to (B)(6) on (B)(6) 2024.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. A potential root cause for this failure could be user related (example: under-inflation during use)/ assembly of the balloon to the shaft/ uneven thickness of balloon or low latex viscosity. The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter got stuck when the balloon deflated, it deflated horizontally. The urologist had to send the patient to hospital to have device removed. They did imaging and was sent to rochester. Health advocate said that they called bd to report this either (B)(6). Customer care was the team that they spoke to but could not find anything in the system submitted as a complaint. On (B)(6)2024 sent to emergency room same day and then sent to rochester on (B)(6)2024. Per customer follow up on (B)(6)2025, it was reported that there were no injuries to the patient, but they were prepped for surgery. It took 4 to 5 hours to get the foley out of the patient. It was reported that they had to drive out of state incurred multiple expenses due to the defective foley. Customer wanted it to be reimbursed and compensated for travel, gas, food (expenses incurred). Their supplier was adapt health patient care solutions.